Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: the three incidents occurred on the same patient, successively, in the ortho operating room, for a pih (intermediate hip prosthesis), on (B)(6) 2021. The needle pulled off the thread after performing a single stitch each time. It did not get stuck in the patient's tissue. The lot number and the reference are : lot : qpbcbrq0, ref: (B)(4). These are large needles: size 48mm, triangular, with a 90 cm thread. No device has been kept. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Note: events reported in 2210968-2021-04864, 2210968-2021-04863.

Event description:
It was reported that a patient underwent a hip procedure on (B)(6) 2020 and suture was used. During the procedure, the needle was pulled off the suture 3 times in a row on 3 different suture threads. No adverse patient consequences were reported. Additional information was requested.